Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue. The fse replaced the insufflator to correct the issue. The system was tested and verified as ready for use. Isi has received the insufflator for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that they were having lots of issues with the insufflator. The insufflator turned off on its own. Then after that they tried five different lots of tube sets and could not get one of them to be valid with the insufflator. She stated that this had been an ongoing issue with the system. The customer quit trying to get it to work and started using the airseal for the case. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The insufflator was evaluated by the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The insufflator was installed on the known good in-house system and system did not trigger any errors. Performed functional testing on this unit and it passed all tests. The insufflator was able to engage with a golden valid tube set. Installed an invalid tube set onto the insufflator and system triggered error message ¿invalid tube set connected.¿ the insufflator was functional as design.